Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased 1.5 years in a time period of 6 months. Technical services (ts) analyzed a device data disk and confirmed the power consumption to be increasing. Replacement was recommended. No adverse patient effects were reported. Currently the device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased 1.5 years in a time period of 6 months. Technical services (ts) analyzed a device data disk and confirmed the power consumption to be increasing. Replacement was recommended. No adverse patient effects were reported. Currently the device remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received for investigation. According to additional information, this device was not explanted and remains in service. There has been no procedure performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
A correction was made to update the device status and explant date. It was misreported by the sales representative that the device was explanted. Boston scientific received corrected information that this device remains implanted, and no procedure has been performed.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased 1.5 years in a time period of 6 months. Technical services (ts) analyzed a device data disk and confirmed the power consumption to be increasing. Replacement was recommended. No adverse patient effects were reported. Currently the device remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received for investigation. According to additional information, this device was not explanted and remains in service. There has been no procedure performed at this time. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific and a full investigation will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased 1.5 years in a time period of 6 months. Technical services (ts) analyzed a device data disk and confirmed the power consumption to be increasing. Replacement was recommended. No adverse patient effects were reported. Currently the device remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received for investigation. According to additional information, this device was not explanted and remains in service. There has been no procedure performed at this time. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific and a full investigation will be performed.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level estimate decreased 1.5 years in a time period of 6 months. Technical services (ts) analyzed a device data disk and confirmed the power consumption to be increasing. Replacement was recommended. No adverse patient effects were reported. Currently the device remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received for investigation.